Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was trying to program a bolus. She stated that she tried to clear the alarm but was unable to. She removed and reinserted the battery, and the button error alarm recurred. She stated that the keypad was unresponsive. The customer's blood glucose was 290 mg/dl. She noted that the insulin pump may have been exposed to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump has cracked reservoir tube and the missing end cap sticker.